Event description:
A malfunction alarm occurred, indicated by malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided information and assisted the customer with resetting the pump to resolve the issue.